Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was capped due to a sudden drop in the rv lead impedance. Lss occurred on 7/13/2024 for rv impedance < 200 ohms. Noise was also noted and an insulation issue is suspected. Should additional information be received, this file will be updated.